Manufacturer narrative:
Edan instruments investigated that the error was due to inaccurate calibration performed at the factory. Notification was sent to the distributors of the products, and corrections includes replacement of co2 module

Event description:
Customer reported an issue with the low incorrect reading, which may affect patient monitoring. No patient death or injury was reported.